Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor error. The customer's blood glucose reading was 8.4 mmol/l. The customer stated that the sensor stopped working during the evening. The customer stated that there was no data on the graph. The customer stated that there was no electrode. The customer verified lost sensors in alarm history. The sensor was returned for analysis.